Event description:
It was reported that during case setup, the system powered on with a connection error and a prompt to restart. System event logs indicated a 31089 error from tower fiber port 1 and the console. The customer rebooted the system and swapped the tower fiber connection to the console to tower fiber port 3, but the issue persisted. The customer decided not to troubleshoot further and moved the case to another room.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis due to error 31089. The error was confirmed but could not be replicated. Visual inspection showed the unit was in good physical condition. The error log in lighthouse confirmed the issue occurred in the field. The unit was installed into a golden system and left idle for 4 hours, with periodic power cycling performed 10 times. Each time, the system started up without error. Optic light levels were checked, and all values were within the expected range. Based on these findings, failure analysis could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While the failure was not replicated during field service and failure analysis testing, the error observed in the system logs indicate a possible communication issue within the system. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by power cycling the system or contacting isi for system service.